Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm when no fluids are running, when infusion is supposed to be occurring. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. An event occurrence date was not provided. A review of the event history log was performed and identified an infusion during the last days of customer use for IV fluids - no kcl was programmed. The user experienced seven (7) events of "upstream occlusion!" And 1 event of "downstream occlusion!" Which alert the user to occlusions in the IV line that could impact fluid flow. No additional infusions were programmed on that date and the infusion in question is unknown. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.